Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a handpiece did not have phaco power during surgery, the handpiece went straight to pulse. The procedure was completed. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).